Event description:
Related manufacturer reference number: 3006705815-2022-17426 and 1627487-2022-05656. It was reported the patient had impedances on the 3186 lead and a facture on the 3225 lead, as well as a facture on an extension. Surgical intervention took place on (B)(6) 2022, where the full system was explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.